Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-19. The patient reported that the first time she called because when she tried to increase it didn¿t work. The patient reported that she had the antenna too high. The patient reported that she adjusted the antenna and found the correct area and increased to 3. The patient reported that she realized 3 was too high so she went back to 2 for now.

Event description:
The patient reported that she started leaking again. Patient mentioned the 3 day sample lasted a week after ending it and has otherwise not had issues since implant. Patient also mentioned she had turned over at night and felt stim, which was surprised and then never felt it since. Patient also noted the implant area was swollen/black and blue. Patient confirmed implantable neurostimulator (ins) and was on, program 1, 0.2v. Patient stated she has appointment next week. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event in the event description.